Event description:
Customer was using hf adapter with quick combo pads which displayed lead-fault. Customer needed to pace the patient but the unit displayed pads lead fault. After about ten minutes the screen began to roll. Unit displayed lead-fault when connected to a patient. No patient harm.